Event description:
It was reported that the 45 day follow up revealed thrombus. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device was implanted. At the 45 day follow up, thrombus was noted. There was no leak noted post procedure or at the 45 day follow up. The patient will remain on anticoagulation for an extended period and a second tee will be performed.